Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wasn¿t even getting a day out of a charge, and the patient was on high density stimulation. It had been like this since two weeks after the implant. At the time of the implant the patient could get two or three days out of a charge but then two weeks later when they switched to high density, he only got a day out of the charge. This was in the end of (B)(6) 2017. The patient said the ins was helping his pain which used to be a 10, and now was a 2 or 3. The patient also reported that four or five days prior to (B)(6) 2017, he got down on the ground and kind of rolled over on the battery and it was like a shock went through his body, and the rest of that day it was kind of tender. The patient wasn¿t feeling this sensation anymore. The patient described still recovering from the implant surgery and that it felt like his whole body got electrocuted since the day of the implant. They thought it was part of the healing process from the surgery. The patient had an uncomfortable feeling when coughing since implant. The battery not lasting very long began in (B)(6) of 2017. The injury with the shocking sensation occurred in (B)(6) 2017.